Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right essure coil was not 100% in the tube') in an adult female patient who had essure (batch no. B61389) inserted. The patient's medical history included dyspareunia and dysmenorrhea. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: trailing coils on each side- right ¿ 03; left ¿ 06 as per mr- right tube did seem to be stretched around the essure coil to the point where you could see directly where the essure coil was. The essure coil was seeming to press more on that area. The right essure coil was not 100% in the tube on ultrasound on (B)(6) 2018 diagnostic laparoscopy and a laparoscopic right salpingectomy. On (B)(6) 2018 laparoscopic assisted vaginal hysterectomy and left salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan on an unknown date: the right essure coil was not 100% in the tube. Lot number: b61389. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right essure coil was not 100% in the tube') in an adult female patient who had essure (batch no. B61389) inserted. The patient's medical history included dyspareunia and dysmenorrhea. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: trailing coils on each side- right ¿ 03; left ¿ 06 as per mr- right tube did seem to be stretched around the essure coil to the point where you could see directly where the essure coil was. The essure coil was seeming to press more on that area. The right essure coil was not 100% in the tube on ultrasound (B)(6) 2018- diagnostic laparoscopy and a laparoscopic right salpingectomy. (B)(6) 2018- laparoscopic assisted vaginal hysterectomy and left salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: the right essure coil was not 100% in the tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation. Lot number: b61389 manufacturing date: 2013-08 expiration date: 2016-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.